Event description:
It was reported that bd vacutainer® serum blood collection tubes had a stopper that was turned over before use. The following information was provided by the initial reporter. The nurse needed to collect blood from the patient. On (B)(6) 2023, before using the red blood collection tube in the dermatology department of our hospital, he found that the rubber stopper in the test tube cover had been turned over. The nurse found out in time that the test tube was not used and did not cause adverse consequences, so he replaced it with a new one. The blood collection tube finishes drawing blood.

Manufacturer narrative:
E.3. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to improper assembly/cocked stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode improper assembly/cocked stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.